Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by patient's husband that since tape was not sticking which led to infusion set came off while sleeping. No further information available.